Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient below targeted temperature (tt) and seems to be cooling. Patient temperature (pt) was 35.2c (esophageal), targeted temperature (tt) was 36c, water temperature (wt) was 26c (dropped to 13c). Flow rate (fr) was 3.4l/m, inlet pressure (ip) was -7.2, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water temperature level was 5, system hours were 1548 and pump hours were 1313. Foley probe connected to monitor reading 35.9c. Only alarm in event log was 02 (low flow) around 10pm the prior evening. Had rn drain off 500ml. Placed device in manual control, water temperature (wt) was increased to 38.5c, flow rate (fr) was 1.6l/m. Disabled manual control to resume therapy, but nurse did not want to resume until patient temperature (pt) increases. They added bair hugger to patient. Offered to call back in an hour to resume therapy. Called back and nurse states patient temperature (pt) decreased to 35.1c. They sent prior device to biomed and added new device - sn: (B)(6). Patient was closer to targeted temperature (tt) (now 37c) with esophageal reading 35.7c and foley reading 35.6c. Suggested to call back if there were any alarms or alerts for troubleshooting. Spoke to ts in between calls and they mentioned the heater could be going out or it could have been overfilled. Per investigation review of sample data received via task on 09jun2025, it was reported that the alarms 50 (patient temperature 1 erratic) and 15 (unable to obtain a stable patient temperature) were found in the event log.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A review of the risk document, dfmea ra2800010, revision 24, was performed for this investigation. The reported event is addressed in step # ra15. Based on this review the risk is within the expected range. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 3 and addendum baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient below targeted temperature (tt) and seems to be cooling. Patient temperature (pt) was 35.2c (esophageal), targeted temperature (tt) was 36c, water temperature (wt) was 26c (dropped to 13c). Flow rate (fr) was 3.4l/m, inlet pressure (ip) was -7.2, mixing pump command (mpc) was100 percentage, heater command (hc) was 0, water temperature level was 5, system hours were 1548 and pump hours were 1313. Foley probe connected to monitor reading 35.9c. Only alarm in event log was 02 (low flow) around 10: 00 pm the prior evening. Had rn drain off 500 ml. Placed device in manual control, water temperature (wt) was increased to 38.5c, flow rate (fr) was 1.6l/m. Disabled manual control to resume therapy, but nurse did not want to resume until patient temperature (pt) increases. They added bair hugger to patient. Offered to call back in an hour to resume therapy. Called back and nurse states patient temperature (pt) decreased to 35.1c. They sent prior device to biomed and added new device: sn: (B)(6). Patient was closer to targeted temperature (tt) (now 37c) with esophageal reading 35.7c and foley reading 35.6c. Suggested to call back if there were any alarms or alerts for troubleshooting. Spoke to ts in between calls and they mentioned the heater could be going out or it could have been overfilled. Per investigation review of sample data received via task on 09jun2025, it was reported that the alarms 50 (patient temperature 1 erratic) and 15 (unable to obtain a stable patient temperature) were found in the event log.